Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.

Event description:
New information indicates that the patient presented in clinic. Device interrogation revealed post-paced t-wave oversensing (pptwos) had reoccurred on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient was discharged after the procedure.